Event description:
Customer reported that she experienced high blood glucose over 400 mg/dl. Customer reported that the reservoir was leaking out into the reservoir compartment and out of the insulin pump. Customer stated she smelled insulin and noticed insulin in the lcd screen and the down arrow button is not responding. Customer never rewound the insulin pump with a reservoir in place. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.